Event description:
It was reported that the insulin pump was damaged; the screen of the device was broken, due to a scooter accident. The customer's blood glucose was 220 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Device received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass.